Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a follow-up, upper out of range high voltage lead impedance was observed. A programming change was made to deliver therapy from right ventricular coil to can. When the patient returned a couple of days later, an x-ray showed that the superior vena cava pin was coming out of the header of the device. The physician opened the pocket and reinserted the pin after it fell out of the header. The physician also tightened the set screw. The patient condition was stable throughout the procedure.